Event description:
It was reported that the temperature displayed value was unstable and water reservoir low was displayed in an arctic sun device. Per review of wo on 03mar2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature displayed value was unstable and water reservoir low was displayed in an arctic sun device. Per review of wo on 03mar2025, there was no patient involvement. Per follow up information received via mail on 03mar2025, the device would be sent in for a bd-approved facility for evaluation. The issue was not resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was found that the circulation pump was not functioning to specifications. No repair was completed as customer declined repair. Water reservoir low was displayed in an arctic sun device. No repair was completed as customer declined repair. A review of the risk document, (B)(4) rev 26, was reviewed for this investigation. The risk documentation was addressed in step # (B)(4). This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.